Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 144 mg/dl (advantage) and 340 mg/dl (urgent care facility's meter) the customer works at the urgent care facility. She stated that she was not feeling well and when she tested her blood glucose at 1:00 p.m., she obtained a reading of 173 mg/dl. At 3:00 p.m., she obtained a reading of 144 mg/dl on her meter and a reading of 340 mg/dl on the urgent care facility's meter. She stated that an hour later she tested on the facility meter at 250 mg/dl. She stated she had symptoms of hyperglycemia of sleepiness, lethargy, and frequent urination all day. She was treated with an IV of saline at the facility due to dehydration. Requested return of suspect device and replacement was sent.